Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. Prior to discovering the fluid leak, the liberty cycler alarmed during an unknown phase. The alarm type was not specified. The patient was unable to bypass the alarm and did not complete treatment on the cycler. Instead, they completed their treatment by performing a continuous ambulatory peritoneal dialysis (capd) exchange. The patient confirmed being trained to perform manual pd therapy, as well as stat drains if necessary. When the patient opened the cycler door to remove the cassette, fluid was observed leaking out. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not miss any treatments; they were able to perform capd therapy in the absence of the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient¿s pd nurse was notified of the fluid leak and subsequent cycler replacement. The patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The patient returned the old cycler to their pd clinic. A communication was sent to the patient¿s clinic requesting the cycler be returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for a manufacturer evaluation.